Manufacturer narrative:
H10: manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy, and is adequate. Investigation summary: the sample was not returned for evaluation; however, eleven electronic photo samples were provided for review. The investigation is confirmed for a fracture in the catheter, as the photos appear to show a crack in the catheter. A definitive root cause could not be determined. H10: g4 h11: h6 (device, method, results, conclusion).

Event description:
It was reported some time post dialysis catheter placement, during plasma exchange therapy, the patient allegedly experienced an air embolism to the heart and brain. Reportedly, the patient expired.

Manufacturer narrative:
Photos were provided for review. The device has not been returned to the manufacturer for evaluation. As the lot number for the device was not provided, a review of the device history records has not been performed. The investigation of the reported event is currently underway.

Event description:
It was reported some time post dialysis catheter placement, during plasma exchange therapy, the patient allegedly experienced an air embolism to the heart and brain. Reportedly, the patient expired.